Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available between april - june 2021. Consignees have been notified. (B)(4).

Event description:
A customer in the united states reported 15 false positive results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (serial number (B)(4)). The customer reported that 2 samples generated positive results for sars-cov-2, flu a, and flu b. The customer reported that 4 samples generated positive results for sars-cov-2. The customer reported that 2 samples generated positive results for flu a, and flu b. The customer reported that 4 samples generated positive results for flu b. The customer reported that 3 samples generated positive results for flu a. Retest details not provided; however, policy is that if a result is questioned, it is recollected and re-ordered. Though requested, no additional information was requested regarding sample collection, other than that it was stored at 2-8oc and according to the package insert. Though requested, it is unknown which reagent lots were run with which samples; however, the following lots were used at the user facility: 01020y, 01104x, 01026z, 01123z, 01130x, 01207z, and 01214z.. Though requested, no patient information was provided. 15 mdrs will be submitted.